Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 2.75x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 21.8cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-apr-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non totally occluded, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and no patient complications were reported. The patient's status was stable. However, returned device analysis revealed hypotube detach/separate.